Event description:
The facility's biomedical engineer reported an infusion pump with a triple alarm. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.